Event description:
The st. Jude rep reported that the ICD would not communicate with any of the three different programmers used. A device status command was not successful. The device's orientation was verified and electro-magnetic was ruled out. Asynchronous brady pacing was observed on the external monitor. Explant was recommended.